Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves, expiratory channel failure and a communication error. There was no patient harm. The evaluation of the provided logs confirms the reported errors. According to our field service engineer, the software version was updated to a higher version. After the upgrade, the customer performed preventive maintenance on the ventilator. Previous investigations of similar events have shown that flash memory on the breathing control pcb on rare occasions may get stuck in a way that requires a power cycle (cold start) to resolve. Measures to prevent this have been developed and are implemented in higher software version. A field action to upgrade the software began in june 2022. The root cause to the reported issue could not be established by this investigation as the issue was not reproduced.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves, expiratory channel failure and a communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).